Manufacturer narrative:
During the initial repair of the customer's device stryker replaced the user interface pcb assembly for an unrelated issue. Stryker further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to integrated circuit, designator u2. U2 was thermally sensitive.

Event description:
The customer contacted stryker to report that their device displayed a white screen when powered on and attempting to run the user test. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device displayed a white screen when powered on and attempting to run the user test. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.